Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain while weight bearing. Lucency of tibial tray and femur. Negative for infection. Surgeon found tibia component loose with no cement found on the device and the cement barely bonded to the bone. Femur also explanted. Scar tissue noted. No complications during the revision surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : palacos r bone cement catalog#: 00111214001 lot#: 83274478. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183134 - van ps open intl fem-lt 75 ¿ 028560; unknown palacos r cement; ep-183660 - e1 vngd ps tib brg 79/83x10 ¿ 156950; 184706 - series a pat w/wr std 34 1 peg ¿ 055840; 183099 - vanguard fem pegs set 2 - 579780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04164, 0001825034-2019-04165.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to aseptic loosening.